Event description:
The surgeon reports that during intraocular lens (iol) implant surgery, he noticed a detached haptic and a compression mark on the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.